Event description:
It was reported that following the implant procedure during induction testing, function under-sensing of low amplitude ventricular fibrillation (vf) was observed, resulting in delayed shock therapy. The patient experienced syncope for 30 seconds prior to external defibrillation. Boston scientific technical services (ts) was contacted and confirmed that the delayed therapy was the result of significant variability in the signal amplitude measurements and would most likely not reoccur if induction testing was re-attempted. Therapy for this subcutaneous implantable defibrillator (s-ICD) device currently remains programmed off. At this time, the device remains implanted and the patient was stable.

Event description:
It was reported that following the implant procedure during induction testing, function under-sensing of low amplitude ventricular fibrillation (vf) was observed, resulting in delayed shock therapy. The patient experienced syncope for 30 seconds prior to external defibrillation. Boston scientific technical services (ts) was contacted and confirmed that the delayed therapy was the result of significant variability in the signal amplitude measurements and would most likely not reoccur if induction testing was re-attempted. Therapy for this subcutaneous implantable defibrillator (s-ICD) device was initially disabled and later programmed back on when the patient was discharged. Ts later confirmed via remote review that the device appears to be functioning normally. At this time, the device remains implanted and no additional adverse patient effects were reported.